Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these event codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. The patient had an existing non-edwards valve in the tricuspid position. The guidewire trajectory was a nearly 180 degree turn in the superior vena cava to the tricuspid position. The patient's anatomy was tortuous. Per the complaint description, the commander delivery system was used off-label via trans-jugular approach in a tricuspid position. The sapien 3 thv with the commander delivery system was indicated for surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. It remains off-label for tricuspid valve in valve replacement. The IFU was reviewed for transfemoral procedure in the native aortic position and was reviewed for guidance and instruction on device preparation and usage of the commander delivery system. Per the IFU for the aortic position, during valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Maintain guidewire position in the left ventricle during valve alignment. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Tricuspid valve in valve replacement via trans-jugular approach using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete and no further action is required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The valve alignment difficulty and balloon leak were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the sapien 3/3u thv with the commander delivery system (ds) was indicated for surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. It remains off-label for tricuspid valve in valve replacement via trans-jugular approach. The complaint description reports, 'during valve alignment, at the fine adjustment portion, the physician choose, despite objections, to cross the valve and attempt to complete bringing the balloon into the valve. This resulted in an undesirable angle on the balloon to valve stent which did not allow the balloon to enter and to resulted in a valve stent strut catching on the balloon.' Additionally, the provided imagery revealed the patient's anatomy was tortuous as the guidewire trajectory to the tricuspid valve was approximately 180 degrees. The valve alignment was performed at an 'undesirable angle' as reported. Performing valve alignment at an angle (non-straight section of anatomy) can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, resulting in valve alignment difficulties. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the anatomy and relieving compression (or tension) in the system will be necessary.' Likewise, the off-label use of the commander delivery system may have also contributed to the reported event as the delivery system is not indicated for use via trans-jugular approach in the tricuspid position. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests procedural factors (valve alignment performed in non-straight section, off-label use) could have contributed to the reported event. The complaint description states, 'this resulted in an undesirable angle on the balloon to valve stent which did not allow the balloon to enter and to resulted in a valve stent strut catching on the balloon. The system was brought back into the atrium for alignment in a straight section. Concern for balloon integrity was voiced to the physician, to which they replied the 'it will be okay'. At the time of inflation it was discovered that the balloon was unable to inflate due to a leak in the balloon.' As difficulties with valve alignment were observed, it is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests procedural factors (valve alignment performed in non-straight section, off-label use) could have contributed to the reported event.

Event description:
As reported, during a transcatheter tricuspid valve in valve procedure by access via jugular to svc, valve alignment issues were experienced along with balloon leakage. The case plan was reviewed prior to the start of the procedure, which included the delivery system tip crossing the valve annulus to have enough length to do valve alignment, the need to retract the esheath until the valve was exposed, and valve alignment being performed in a straight section. During valve alignment, at the fine adjustment portion, the physician choose, despite objections, to cross the valve and attempt to complete bringing the balloon into the valve. This resulted in an undesirable angle on the balloon to valve stent which did not allow the balloon to enter and to resulted in a valve stent strut catching on the balloon. The system was brought back into the atrium for alignment in a straight section. Concern for balloon integrity was voiced to the physician, to which they replied the 'it will be okay'. At the time of inflation it was discovered that the balloon was unable to inflate due to a leak in the balloon. The valve was retrieved and observed while bringing the system back into the esheath without incident. A second esheath, commander system, and valve were prepped and deployed per IFU without incident.

Manufacturer narrative:
Investigation is ongoing.